Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, additional device evaluation findings are as follows: the forceps elevator wire was completely cut off at the distal end, the up/down and right/left knobs had stains, the grip had a stain, the universal cord had a scratch, the scope connector cover had a scratch, a foggy image occurred due to damage on the charged coupled device, the bending angle in the down direction did not meet the standard value due to wear of the angle wire, the connecting tube had a scratch and a dent, objective lens had a scratch, the plastic distal end cover had a scratch, and the auto brightness wire of the scope connector had deteriorated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (fse) reported (on behalf of the customer) the elevator wire was too loose on the olympus duodenovideoscope. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was found on the forceps elevator, bending section cover, and adhesive on the bending section cover. There was no report of patient injury or medical intervention associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.